Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During routine follow up on a previous customer experience it was reported that the peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2018 and the culture report stated -(B)(6). The patient was treated with vancomycin for 3 weeks. The cause of the peritonitis is unknown. The patient was put on hemodialysis treatments temporarily due to fibrin buildup in catheter. The patient will be back on peritoneal dialysis once they recover. It is unknown if the patient experienced any device malfunctions when the alleged event occurred.

Manufacturer narrative:
Additional information: sex. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During routine follow up on a previous customer experience it was reported that the peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2018 and the culture report stated -gram positive cocci. The patient was treated with vancomycin for 3 weeks. The cause of the peritonitis is unknown. The patient was put on hemodialysis treatments temporarily due to fibrin buildup in catheter. The patient will be back on peritoneal dialysis once they recover. It is unknown if the patient experienced any device malfunctions when the alleged event occurred.

Manufacturer narrative:
Additional information: clinical investigation based on the available information, it is not possible to determine the source of the peritonitis. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. (Akoh et. Al., 2012). If additional information becomes available this complaint will be reassessed and the clinical review updated accordingly.